Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The medical devices will not be returned to bsn as they remain implanted in the patient.

Event description:
A report was received that when finishing/closing an implant procedure, the patient stopped breathing. The patient was administered CPR and intubated. After the procedure the patient was breathing but was unresponsive, therefore, was taken to the ER to run tests. The patient was stabilized. The physician assessed that the event was procedure related and not device related.